Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntliegh received information about issue which occurred in (B)(6). In the incident was involved the maxi sky 600 ceiling lift attached on a kwiktrak rail installation which is supported by seven brackets points to the ceiling. During a load test performed directly by customer as part of preventive maintenance, the one fixation point of a track came down causing a slight movement of the installation and dropping the weight about 1 inch. Neither injury or harm was reported and neither resident was involved. Please be aware that no track detachment occurred as it was still supported by another brackets.

Manufacturer narrative:
Arjohuntliegh received information about issue which occurred in (B)(6) in (B)(6). In the reported issue the arjohuntleigh ceiling system was involved: the maxi sky 600 ceiling lift attached on a kwiktrak rail installation (supported by seven (7) brackets points to the ceiling). During a loading test performed directly by the customer as part of preventive maintenance, the one (1) fixation point of a track came down causing a slight movement of the installation rail of about 1 inch. No track detachment occurred as it was still supported by another six (6) brackets. Neither injury or harm was reported and neither resident was involved. As per system design, the kwiktrak rail is connected and supported to the hardware installation structure, inserted above the ceiling plate, by kwiktrak bracket attachments. Following the track installation guide (001-11161-en) that provide technical information about the system assembly, the kwiktrak bracket should be secured by the following elements: washer, tabwasher, stover nut, threads surpassing the stover nut. The stover nut acts as a locknut, and a secondary feature, the tab washer, ensures that the stover nut cannot rotate. Based on the collected information, photographic evidence and findings made during the visual inspection of the involved installation system, we (arjohuntleigh) have been able to establish that the main cause of the incident was incorrect assembly of the bracket: the stover nut was not engaged causing the tab washer to be not installed correctly. As a consequence of that, the installation attachment at end of track was not supported enough leading to instability of the track rail. Our evaluation showed that the installation system assembly was not performed correctly by a third party company (access millwork). If a correct assembly procedure would have been performed following the installation instructions, the event would have been avoided. The re-training will be offered for installers from involved third party company to ensure they are aware of the installation technics presented in the track installation guide (001-11161-en) to make sure the similar mistake will not occur in the future. Additionally, the involved installation was repaired and tested with load 600 lbs on 21 july 2017. The ceiling rail system was released for further use. It is worth mentioning that installation methods mandated by arjohuntleigh, which includes more than one bracket for a straight section of track, ensure that the malfunction of one bracket will not necessarily result in the catastrophic failure of the track. In the current case, the others six (6) brackets supported the load. This is based on the fact that installation methods have been designed to ensure they can support the safe working load with a safety margin. When reviewing reportable events for the similar non-portable ceiling kwiktrak installation system, we have found one complaint with the similar fault description compared to the one investigated here: bracket malfunction caused by incorrect assembly technics. No adverse event nor track detachment occurred. There is no trend observed for reportable complaints with this issue. In summary, the track system was being used at the time of the event and played a role in the reportable incident. Following the above findings, the supportive tab washer was installed inadequately and from that perspective, the system was not up to the manufacturer's specification at the time of the incident. Although no serious injury took place, we have reported this event to competent authorities in abundance of caution, due to the fact that such circumstances with patient attached on the ceiling installation rail system upon recurrence may pose a resident at risk.